Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1 month after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 30 ncm of primary stability was achieved, immediate implant and immediate load were performed and bone graft was executed.